Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00456, 0001825034 - 2018 - 00457. Concomitant: 22-300820 arcos 20x150mm spl tpr dist ha lot 997890; 124858bm excd abt std shell bm/pc 58mm lot 2863303; 650-0661 delta ceramic fem hd 36/0mm lot 3145844; 650-0796 biolox delta lnr 36mm 58-60mm lot 3119905. This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) number k090757. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experience a hematoma after being re-implanted with a total hip prosthesis as part of a two stage revision. The hematoma was reported as resolved after 14 days with a washout procedure.